Manufacturer narrative:
.

Event description:
It was reported that the recently implanted vns patient experienced a status epilepticus and was subsequently hospitalized on (B)(6) 2014. The patient was reported to be doing well. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Attempts for the implanted device product information were successful and product information was received.